Manufacturer narrative:
Product is scheduled to be returned but have not been received in by the manufacturer at the time of this report. Therefore, this complaint is based solely on the customer reported issue. At this time, the manufacturer cannot confirm a manufacturing non-conformity with this product. However, investigation into similar complaints found functional testing on other returned product,confirmed the reported issue with the strap slipping through the d-ring. Ongoing investigation is underway to determine the root cause for these events. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). Pending product return.

Event description:
Customer reported when the strap is pulled through the d ring attachment the restraint completely releases. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Upon investigation, it was discovered that the twice-as-tough cuffs exhibit inadequate pull-strength that may allow for the strap to slip through the d-rings. This slippage may result in loosening of the patient¿s wrist(s) and/or ankle(s), providing a potential safety risk to the patient or the caregiver. The product is being replaced with product which meets the required pull-strength. A corrective and preventive action has been initiated. Manufacturer reference file (B)(4).

Event description:
Supplemental required for additional information.